Event description:
Info was received that reported a pt was hospitalized in 2007 due to diabetic ketoacidosis. The reporter is not a good historian and cannot tell me much about what occurred before going into the hospital. While at the hospital, the pt was recommended to request a replacement pump as they were unable to determine the cause of the dka. The device will be returned for evaluation; to ensue that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyze no anomalies were found. No operational or functional failure was detected and the prod was within specification.